Event description:
It was reported that the patient implanted with the pacemaker reported hearing audible tones when she enters in the room where the communicator is located. This patient also had mentioned that she had recently been seen in-clinic and the device was checked, the physician indicated that everything was fine. Boston scientific technical services suggested that this patient re-verify with her healthcare professional and reconfirmed that the communicator does not emit audible sounds. Data analysis was performed, and technical services refuted the tones, neither the pacemaker or the communicator has an option to emit beep tones and the beep tones appear to be environmental. Additionally, an occasional cross chamber sensing of ventricular events was marked vs by the device on the atrial channel, this is most likely caused by the competitor atrial lead placement, and technical services recommended to extend the cross-chamber blanking feature. The pacemaker recorded low out of range impedance measurement, measuring between 200 to 250 ohms in the atrial channel. This involved ra lead is a non-boston scientific product. No adverse patient effects were reported. This device and competitor ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).